Event description:
It was reported before patient use, the cs300 intra-aortic balloon pump (iabp) units helium does not inflate and there is a screen bug. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse did not find any anomaly on the unit. The fse checked the pressures, the screen and the inflation of the balloon. The fse also simulated a patient. The unit was functional as recommended by the manufacturer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units helium does not inflate and there is a screen bug.